Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was blocked, seized and rough running. It was further determined that the device was making noise and had an air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance / cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by chile that during service and evaluation, it was observed that the motor of the compact air drive device was blocked, seized and rough running. It was further determined that the device was making noise and had an air leak. It was noted on the service order form that the internal motor was locked due to lack of lubrication. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.